Event description:
It was reported that the patient had experienced increased tone in her arms and legs for the past three weeks. The patient was wondering if it was because the pump was 5 years old; the patient was scheduled for surgery to replace her pump "due to having it for 5 yrs". The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).